Manufacturer narrative:
The pad-pak was first installed successfully on the 10th may 2010 and performed to specification up to the 7th july 2013. On the 11th july 2013 the device recorded a configuration error with a nonsensical duration however as the user accessible memory log was erased prior to the 10th september 2015, no further information is available. A fresh pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were recorded between the 6th august 2015 and the final history log entry on the 10th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.